Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that his cannulas were too short and his healthcare professionals advised him to use the 9mm cannulas instead. Customer's stated his blood glucose had been high due to the length of the cannulas. Customer's blood glucose was over 400 mg/dl. Customer declined to troubleshoot. Customer will not be returning the device for analysis.